Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code(s): 1575, 1675, 1354, FDA patient problem code(s): 2199.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that the tubes from this lot had very slow pulls, like there is no vacuum. One tube had a hole in the bottom. 2 of 2: location: show low zpt had a few unfortunate instances today with tiger top lot # 0029300. All tubes from this lot had very slow pulls, like there is no vacuum. One tube had a hole in the bottom. That tube also had a very slow pull and was not aware of the hole that leaked blood all over the patient and myself. I do believe an investigation into this is appropriate. Zpt has pulled all tubes from this lot from the floor and the stock area. Looks to be 9 flats of sst¿s . Please let me know if you have any questions or need any further information. Date of event: unknown, the details appear to be copied from another email. Smax work order notes: spoke with the customer, and she states that she was having some low draws - 1/4 to 1/2 filled on one flat of tubes. She really did not think it was an issue until she received an email that same day from another site, asking if she noticed any vacuum problems with that lot #. They use both straight needles and winged sets. All the tubes from this lot were removed and they are using a new lot."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported that the tubes from this lot had very slow pulls, like there is no vacuum. One tube had a hole in the bottom. 2 of 2: location: show low. Zpt had a few unfortunate instances today with tiger top lot # 0029300. All tubes from this lot had very slow pulls, like there is no vacuum. One tube had a hole in the bottom. That tube also had a very slow pull and was not aware of the hole that leaked blood all over the patient and myself. I do believe an investigation into this is appropriate. Zpt has pulled all tubes from this lot from the floor and the stock area. Looks to be 9 flats of sst¿s . Please let me know if you have any questions or need any further information. Date of event: unknown, the details appear to be copied from another email. Smax work order notes: spoke with the customer, and she states that she was having some low draws - 1/4 to 1/2 filled on one flat of tubes. She really did not think it was an issue until she received an email that same day from another site, asking if she noticed any vacuum problems with that lot #. They use both straight needles and winged sets. All the tubes from this lot were removed and they are using a new lot."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/31/2020. H.6. Investigation: bd had received a sample, and one photo was provided for investigation. The photo was reviewed and the indicated failure mode for holes with the incident lot was observed. A review of the device history record was completed for batch 0029300, reorder number 367988. All inspections were in compliance with requirements. The most probable cause of the hole defect in manufacturing would be a jam on the line with incomplete purging of the line after the jam was cleared. The most likely cause of the underfill would be the hole at the bottom of the tube. H3 other text : see h.10.